Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 258 (mg/dl) for the past week. Infusion set site changes and manual injections were used to address bg levels. There was no issues observed with the supplies and insulin delivery was resumed following the supply changes.